Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastroplasty, while on stomach (atrium) stapling, the device did not fire. The surgeon was able to press the green button and able to squeeze the handle. Another handle was used to complete the procedure. There was no patient injury.